Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up#1 submitted: 09/15/2015. Since the submission of the initial report, additional information was obtained by animas alleging the occurrence of a call service alarm. The pump was returned and investigated by product analysis on 08/20/2015 with the following findings: review of the download history revealed the last bolus delivery was recorded as a 2.30 unit bolus on july 15, 2015 at 14:13. The last basal delivery was recorded on july 15, 2015. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. A delivery accuracy test was performed and the results indicated the pump was delivering insulin accurately and within the required specifications. The pump was exercised for 24 hours without error, alarm or warning. Investigation did not duplicate any pump malfunction and the pump was found to be operating properly and within the required specifications.